Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Review of the device history records and/or a complaint database search was not possible for the liner or head as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Patient harm and date of revision were updated and added surgeon, lawyer, hospital name, and patient state residence. The unknown liner and unknown head that was reported from the wpc were also updated and added product code and lot number.

Event description:
Legal claim received with medical records attached. Medical records state: gross periprosthetic right hip infection; the femoral neck and the acetabulum showed impingement traces in extension with significant metal substance loss well explaining the previously noted metallosis. It was not possible to disconnect the main stem component from the extremely well ingrown proximal sleeve. Because of the extensive ingrowth, it was not possible to full maintain the integrity of the proximal femur and multiple bone fragments resulted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.